Manufacturer narrative:
The t:slim g4 pump user guide states: the pump requires a minimum of 50 units available for delivery after fill tubing has been completed. Fill the syringe with approximately 95 units to have enough to fill your tubing and still have 50 units available for delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer loaded a cartridge and received a fill estimate of 0 units. Through troubleshooting with tandem technical support it was determined that the customer had accidentally loaded the empty cartridge instead of the new cartridge. The customer loaded the correct cartridge and resumed insulin deliveries. The customer's blood glucose (bg) was 320mg/dl and a manual injection was administered to address the bg level.